Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose at the time of incident was 399mg/dl. The customer's current level is 521mg/dl. The customer states they have been treating the high levels with manual syringes. Troubleshoot for the high levels were conducted. The device passed the test, but the customer was disconnected during troubleshoot. Nothing is being returned or replaced at this time.